Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a gastro-intestinal (gi) stenting procedure, a device breakage occurred. The procedure was being performed for an "obstruction secondary to pancreatic cancer" located in the second portion of the duodenum. It was noted that the stricture was approximately 8cm in length. An unspecified colonoscope with 3.8mm working channel was advanced to the stricture and an unspecified ercp catheter pre-loaded with a 0.035 jagwire was advanced. Utilizing fluoroscopic visualization, a mix of 50/50 contrast/saline was injected through an unspecified triple lumen cannula "to establish the contour and dimensions of the stricture" and to allow correct placement of the guide wire. The physician advanced a wallflex 22cm x 12cm duodenal stent "across the stricture until the post-deployment marker band was at the outermost point of the proximal end of the stricture". It was noted that the "exterior tube marker band was approximately 4cm through the distal end of the stricture" and the "physician was confident that the stent was positioned correctly". Upon "sliding the exterior tube handle back along the stainless steel tube towards the hub handle" for deployment, "the exterior tube handle broke away from the blue catheter sheat" leaving "nothing to grip to aid in deploying the stent". The stent delivery system was able to be removed and a 9cm wallflex duodenal stent was "successfully deployed in the correct position", however, "it was shorter than the [physician] would have liked to use". No patient injuries or complications were noted. The patient's status is reported as "stable".